Event description:
The account alleged the nurse call signal will not reach the wall station. No pt impact.

Manufacturer narrative:
The account installed a sidecom board and still has the same issue. No nurse call or lighting functions. Tech asked the account to swap the pendant and still no change. The tech recommended replacing the logic board. No further info is available on the repair of the bed at this time.